Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that across time in the early months after the successful dbs implant both lead impedance slowly raised presenting values that are closer to the limit in monopolar configuration and above the reference range in some bipolar configurations. The right stn bipolar 10c-9a, 10c-9b, 10c-9c, 10c-10b, 10b-9c, 9c-9a, 9c-9c were all investigate. The left stn bipolar 2c-1a, 2c-1c, 2c-2a, 2a-1a, 2a-1c, 1c-1a were all investigate. There's not a reported event that may have led to the discrete increase in the lead impedances. Consecutive measurements were made after the mobilization of the region were the lead and extensions are implanted to access a possible damage; however, the values were consistent across the evaluation sessions. Despite the slightly high impedances the patient has a marked clinical benefit and no interventions are required at the moment. The issue was not resolved at the time of this report. The physician understands that the reported impedance values are still within a physiological range and that the therapy is being successfully being delivered to the patient. However, because all the impedances were within the reference value at the implant moment, and they are slowly rising, he wants to regard the possible of a possible quality problem that must be reported. There were no patient symptoms of complications associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; brand name sensight; product ID b3300542m (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.